Manufacturer narrative:
The investigation of packaging issues has been completed. Impella cp pump set box labeled as sn (B)(6) contained a different pump serial number (sn (B)(6)) when the pump was connected to the console. Pump and images were not returned for investigation. The cause of the packaging issue was an incorrect label. H6 medical device problem code 4051 was erroneously entered on the initial manufacturer device report number 1220648-2025-28443.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that upon being plugged into an automated impella controller, the serial number of the pump did not match the box labeled serial number of the delivered set. Support was completed without issue despite the labeling issue.